Manufacturer narrative:
Concomitant: product ID 355531, lot# n345009, implanted: 2012-(B)(6), product type screening device, product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had problems recharging. It was noted that the patient would have bars one minute and then would only have two bars. Patient had not charged for about three months prior to this report. It was further noted that the patient had not used in several months (3) prior to this report because it was not adjusted right. The patient had some stimulation in the past 6 months prior to this report. Stimulation was heavy in the patient¿s legs. Patient had pain in their buttocks. It was noted that it did not shut off when lying down. The patient was irritated. Additional information requested but had not been received as of the date of this report.